Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter has an error 5 issue. The patient's diabetes is managed with insulin- no sliding scale regimen. The error 5 issue began on (B)(6) 2010 at around 7 pm. The patient claimed that he did not take any action in regards to diabetes treatment as a result of the alleged issue. One to two days later, the patient had symptom of fuzzy vision. There was no allegation of treatment for severe hyperglycemia or hyperglycemia. During troubleshooting, error 5 issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he had symptom that can be associated with hyperglycemia 1 or 2 days after the product issue began.